Event description:
It was reported that during an attempt to deploy the stent graft in the axillary vein, the sheath could not be completely retracted and the stent graft could not be deployed. After several more unsuccessful attempts to deploy the stent graft, the entire device ce was removed and another stent graft was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the first complaint reported for lot number anxb1585 to date for deployment issue. The investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. It should be noted that an outer shaft break is also confirmed. It is likely that manipulation of the delivery system during the attempt to deploy the stent graft or during the removal of the delivery system from the patient resulted in the returned sample condition. Therefore, it is likely that procedural issues have contributed to the reported event. However, the definitive root cause is unknown.